Event description:
Through follow-up with the health-care provider, it was learned that the patient underwent a mitral valve replacement (without explanting the previous device). The reason for surgery was mitral regurgitation and mitral insufficiency. Progression of rheumatic disease was also noted. At the time of surgery, the implant duration of the reported device was approximately 52.4 months.per the operative report: "the posterior leaflet had become rigid and nonflexible and contracted down to the atrial wall. The anterior leaflet had become rigid and fixed, it was over 4 millimeters thick. The anterior leaflet was excised. The posterior leaflet and ring were left intact... The ring was used as part of the seating area. The sutures were passed through the valve, the valve was seated without difficulty and all sutures were tied tight."

Manufacturer narrative:
Progression of rheumatic disease. Device will not be returned; device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review is currently in process.

Event description:
It was reported to boston scientific corporation on december 11, 2009 that a autotome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed on december 10, 2009 (female patient; 52 years and weight is unknown).according to the complainant, during the procedure, the physician attempted to cannulate, the device would not bow properly when the handle was fully retracted and therefore cutting was difficult. There was no visible damage to the device. The device was removed from the patient. The procedure was completed with another autotome rx sphincterotome device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.